Event description:
A report was received that a pt's precision system was explanted due to the ipg eroding through the pt's skin.

Manufacturer narrative:
The explanted devices will not returned to bsn, as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices found that no anomalies, or deviations potentially related to the event occurred during mfg. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.